Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular (lv) lead dislodgement was noted due to poor electrical measurements. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was explanted. The patient was in stable condition. Manufacturer report number: 2938836-2018-10083.